Event description:
It was reported that the patient with this pacemaker experienced a racing heart rate. The pacemaker exhibited noise and oversensing and as a result a mode switch occurred. Technical services (ts) was contacted and recommended reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.